Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tubing guides. A review of the event history log identified motor rate error. During functional testing using the flow test, the reported issue of motor rate error was duplicated. There was teflon washer debris on the work coupling tip. The root cause of the problem was related to the design. Updated the teflon washers with a delrin one, also updated motor mount and changed worm coupling and gear as a preventative measure. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.